Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, patient had burns occurrence in the sensor area specifically on feet, some coinciding with the light despite the use of protectors, and others in the cable support area. The user changed the sensor place every 8 hours. The degree of burns were superficial.